Manufacturer narrative:
(B)(4): method - no product returned. Device history record was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for direct check. Each direct check package includes an insert containing a picture demonstrating the preferred technique to use during activation of the direct check assembly. In addition, the itc website included a video which illustrates the preferred technique to use during activation of the direct check assembly. Result - record eval completed. Product met all release criteria. Conclusion - user error may have contributed to alleged event. The direct check protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports injury to right index finger with direct check quality control. The end user was not using the protective sleeve at the time of injury. The injury was washed, wiped with alcohol, antibiotic ointment and bandage was applied. No report of serious injury. Certificate of origins provided to customer. Direct check does not contain human blood products.